Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed unexpected restart. Customer's blood glucose was 128 mg/dl. Customer did not program a temporary basal before the alarm occurred. The device was stored or not in use for an extended period of time. Customer was advised to monitor the device. No further information reported.